Manufacturer narrative:
A system displayed elective replacement indicator (eri) message was reported to abbott. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the ipg was at eri as programmer showed that the battery voltage was <2.73v. It was noted that patient primarily used program with tonic stimulation. Surgical intervention may be undertaken to address this issue.